Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 40mmh2o. The valve was visually inspected; a clear liquid was noted inside the valve, and needle holes in the needle chamber, as well as a small cut in the side of the needle chamber. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested, the valve leaked from the needle holes and the cut in the side of the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot ctbcc0, conformed to the specifications when released to stock in 19th february 2015. No root cause could be determined as no occlusion was found. The root cause for the small cut in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low cut/tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the device was implanted via l-p shunt to a (B)(6) female. On (B)(6), 2015, the patient's condition got worse, and the surgeon changed the setting pressure from 90mmh2o to 60mmh2o; however, the patient's condition did not improve. The surgeon suspected the occlusion of the device and replaced it on (B)(6), 2016. The patient's condition is good after surgery.